Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 26-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp delivery failed and kinked and was removed due to patient¿s anatomy. The impella cp was removed, and the patient went to surgery where extracorporeal membrane oxygenation was placed with plans for direct aortic placement of the impella 5.5 pump. The impella 5.5 was not delivered as the patient passed in the operating room. Per the medical safety officer review, there is no association between impella use and outcome.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition since the patient had small vessels and small aortic arch. In accordance with updated procedures, section d6 has been revised from the initial submission.